Event description:
Customer reported a blood leak on the ct190 dialyzer. The blood leak was confirmed by a positive hemastix result. The blood leak occurred in 2001, on use #2. The pt experienced approximately a 250 cc blood loss. Blood was not returned to the pt. New disposables were set up, and the treatment was continued without furhter incident. No pt injury or medical intervention was reported.